Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: samples received: 2 unopened pouches. Analysis and results: there are no previous complaints of this code batch. (B)(4) units were manufactured and distributed of this code batch, there are no units in stock. Tightness test to the samples received has been performed and the units are tight. Tested the linear pull tensile strength of the samples received and the results fulfill the requirements OEM. Linear pull tensile strength results before releasing the product were 0.157 kgf in average and 0.148 kgf in minimum and fulfilled the OEM requirement. Degradation test results conducted on the samples received after 7 days in a 0.9% nacl solution at 37ºc are 0.146 kgf in average and 0.138 kgf in minimum and fulfilled the OEM requirements: 0.071 kgf in minimum. Furthermore, degradation test results conducted after 7 days on samples before releasing the product were 0.143 kgf in average and 0.136 kgf in minimum and fulfilled the OEM requirement: 0.071 kgf in minimum. Degradation test results conducted on the samples received after 14 days in a 0.9% nacl solution at 37ºc are 0.130 kgf in average and 0.127 kgf in minimum and fulfilled the OEM requirement: 0.041 kgf in minimum. Furthermore, degradation test results conducted after 14 days on samples before releasing the product were 0.090 kgf in average and 0.068 kgf in minimum and fulfilled the OEM requirement: 0.041 kgf in minimum. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill the OEM requirements. Final conclusion: although the results of the samples received fulfill the specifications of the OEM, note is taken of this incidence in order to assess if new or additional actions are needed. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to take actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
Country of complaint: austria. Following veterinarian operation of a dog's eye the suture tore. The dog died during the night following the operation.